Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a leak at the cartridge chemistry (cc) sample probe. The fse attributed the cause of the leak to the t-valve and noted that the t-valve was also leaking. The fse replaced the t-valve and no further issues were noted. However, the t-valve was returned to beckman coulter for evaluation and the leak could not be reproduced during testing. The cause of the event is unknown. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported observing a slow leak from the cartridge chemistry (cc) sample probe of the unicel dxc 880i synchron access clinical system while in standby mode. The customer verified that the cc sample probe fittings and the sample syringe were tight. No erroneous patient results were alleged by the customer and there was no report of any change or affect to patient treatment. The operator was wearing personal protective equipment consisting of a laboratory coat, glasses and gloves at the time of the event and there was no report of any injury or direct exposure to the leak.